Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of an unspecified solution via gravity. On an unspecified date, it was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, the customer contact reported that an unspecified volume of solution and blood leak from the distal clave y-site. The specific location of the leak was not provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.